Manufacturer narrative:
Product returned to lina medical (B)(4), investigation was performed, but further evaluation is required. Based on that the final report will be send as soon as evaluation process is finish.

Event description:
"Allegedly, the morcellator malfunctioned in the middle of the case. The surgery fellow tried to turn off the morcellator, but was unable to stop the spin of the blade. She eventually got it to stop, and the patient was unharmed, but the fellow was uncomfortable with using it again."

Manufacturer narrative:
Lina medical still waiting for the product back.

Event description:
"Allegedly, the morcellator malfunctioned in the middle of the case. The surgery fellow tried to turn off the morcellator, but was unable to stop the spin of the blade. She eventually got it to stop, and the patient was unharmed, but the fellow was uncomfortable with using it again."

Manufacturer narrative:
All in all DHR documentation has been reviewed and no non-conformances were identified during manufacturing process. Returned device has been sent as used, the signs of usage are visible on the handle and the tube. Furthermore the silicone disc assembled in the back of the morcellator was damaged probably by using to much force and another tool. Moreover we have observed that the product has probably been washed thoroughly. After unscrewing, on the engine and pcb plate clear traces of dampness or wetness is visible. Nevertheless, the cable connections and soldering were checked and everything was correct. The trigger has been mounted correctly. Also the battery power was checked and we saw that the battery had enough power to start. To be sure we used another battery and connected directly to the engine. The engine worked correctly. We also tested relays using a new battery. They worked correctly as well. It is very difficult to give a clear reason why the device continuous activated. Inside the xcise there was severe trace of moisture and fluid from the cleaning performed by the hospital prior to returning the device to us. This made it impossible to conduct a thorough investigation and give clear rootcause. Based on above no corrective actions required. This report is treated like final report.

Event description:
"Allegedly, the morcellator malfunctioned in the middle of the case. The surgery fellow tried to turn off the morcellator, but was unable to stop the spin of the blade. She eventually got it to stop, and the patient was unharmed, but the fellow was uncomfortable with using it again."

Manufacturer narrative:
Complained product was not returned so the full investigation could not be performed. However DHR documentation has been reviewed and no non-conformance's were identified during manufacturing process. On stock lot number 1821015 is not available so investigation could not be performed. No further actions required.

Event description:
"Allegedly, the morcellator malfunctioned in the middle of the case. The surgery fellow tried to turn off the morcellator, but was unable to stop the spin of the blade. She eventually got it to stop, and the patient was unharmed, but the fellow was uncomfortable with using it again".